Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the tip of the sheath broke about 7 millimeters before it went outside. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was broken.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.